Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal, doses and frequencies were not reported) and another unspecified drug (intraperitoneal, dose and frequency were not reported) for the event. It was also reported that when the prescribed medication ran out, the patient bought some unspecified drugs (doses, routes and frequencies were not reported) from the village clinic and treated themselves. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during the treatment. No additional information is available as the reporter declined follow up.